Manufacturer narrative:
The manufacturer's final investigation concluded that the automated table movement (atm) function is working as intended. Atm maximum values are highlighted in red if offset values are outside the tolerance values specified for each parameter. The red highlight is not an interlock, but a warning flag to draw awareness to the user. By design, offset values outside of tolerance will not be sent to the machine.

Event description:
It was reported that the atm value that is over the maximum is allowed to be treated. Based on the available information, there was no report of mistreatment.

Event description:
It was reported that the atm value that is over the maximum is allowed to be treated. Based on the available information, there is no report of mistreatment.